Event description:
Procedure: urogynecological. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. Summary of facts: 1. What was the indication for implantation of transvaginal mesh in this patient: chronic pelvic pain with tender uterus, stress urinary incontinence with symptomatic vaginal relaxation including, uterovaginal prolapse with collision type dyspareunia 2. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh: (B)(6) 2006 underwent extensive peritonectomy (anterior cul-de-sac), laparoscopic assisted vaginal hysterectomy with left salpingo-oophorectomy, transposition right ovary to the right colic gutter, appendectomy, transobturator tape, pubovaginal sling, anterior colporrhaphy plus avaulta mesh, rectocele repair plus avaulta mesh, enterocele repair, bilateral sacral spinous ligament suspension of the vagina, bilateral pudendal on-q continuous anesthesia delivery system and photographic series for documentation staging purposes. Complications post avaulta and uretex placement: (B)(6) 2006 - still having incontinence increased with coughing, sneezing, lower abdominal pain, intermittent, increase need to void, intercourse painful after penetration with pain emanating from the left posterior vagina, tenderness over the incision area, thin vaginal discharge, apex left side shortened with mesh erosion, painful introitus, stress urinary incontinence mesh revision with additional implant (uretex) surgery: (B)(6) 2006 underwent placement of transobturator tape, pubovaginal sling, revision and removal of transobturator tape pubovaginal sling (old), revision of anterior avaulta mesh, tissue transverse, genitalia, anterior vagina, plastic closure, revision posterior avaulta mesh, tissue transfer greater than 10 square centimeters, pedicle flap posterior vaginal mucosa, posterior genitalia; anterior vaginal tissue transfer and revision abdominal wound scar with advanced wound repair. 3. Following mesh revision did the patient present with serious complications which required additional surgeries: no, as per the available medical records she did not develop any complications and did not undergo any additional surgery.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).